Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a surgery on (B)(6) 2013, one of the pins broke off of the guide wire aiming arm. Reportedly, the handle cannot be fixed properly. This was discovered after the washing cycle. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the investigation has shown that one of the pins is missing as complained. The review of the production history revealed that this instrument was manufactured according to the specifications. No manufacturing related issues that would have contributed to this complaint. Device used for treatment not diagnosis.